Event description:
During verification testing at the manufacturing facility, unrestricted flow was noted.

Manufacturer narrative:
Testing and investigation found the device had unrestricted flow. This was due to a broken door handle. A calibrated set was used for testing per the device release specifications. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case. This report represents all the information known by the reporter upon query by hospira personnel.